Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that after he used a brush head twice, it broke in his mouth; he had a piece of it in his mouth. No injury was reported.

Manufacturer narrative:
19-mar-2020, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via e-mail and stated that after he used a brush head twice, it broke in his mouth; he had a piece of it in his mouth. No injury was reported.